Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited alarm with error 1720. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one cadd legacy was returned for investigation in good condition. The keypad and labels were intact. A review of the event history log revealed the following: 1009> power down, (B)(6) 2019 11:59:00 am; 1010> pump turned on, (B)(6) 2019 12:12:00 pm; 1011> error 1720, (B)(6) 2019 12:13:00 pm; 1012> power down, (B)(6) 2019 12:13:00 pm. The customer reported product problem was replicated; the ec 1720 error was verified. At power-on the pump alarmed showing ec1720. Ec1720 is an error code for a backup capacitor failure. The faulty backup capacitor was replaced. A root cause for the product problem was not established.